Event description:
It was reported the patient was unable to turn stimulation on with both the recharger and programmer. It was noted the patient was unable to recharge. It was reported the stimulation worked perfectly until the day before call. It was noted that both the recharger and programmer could not connect to the stimulator. It was reported the patient thought the stimulator must have slipped. It was reported the problem was due to the antenna not being plugged in. It was noted everything was working well and the patient was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_recharger_acc, serial# unknown, product type recharger; product ID neu_ptm_prog, serial# unknown, product type programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), product type: lead.